Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4)/ 1650de / manufacturing date: 05/25/2016 / expiration date: 05/31/2017 / UDI: (B)(4); (B)(4)/ 1650de / manufacturing date: 09/09/2015 / expiration date: 09/30/2016 / UDI: (B)(4); (B)(4)/ 1650de / manufacturing date: 11/24/2015 / expiration date: 11/30/2016 / UDI: (B)(4); (B)(4)/ 1650de / manufacturing date: 09/12/2015 / expiration date: 09/30/2016 / UDI: (B)(4); (B)(4)/ 1650de / manufacturing date: 12/11/2015 / expiration date: 12/31/2016 / UDI: (B)(4); (B)(4)/ 1650de / manufacturing date: 09/06/2015 / expiration date: 09/30/2016 / UDI: (B)(4).

Event description:
It was reported from the site that the patient reported possible power switching during routine visit to clinic. It was stated that there was no effect on patient. A controller exchange was performed. Also, several batteries were taken out of service. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller and six batteries and a controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. Failure analysis of the returned controller, batteries and ac adapter revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries and controller ac adapter's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries/controller ac adapter and the controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving (B)(4) and (B)(4). (B)(4) and (B)(4) did show any indication in the log files of power switching occurrences. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnection between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.